Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A companion sample was returned to baxter for further evaluation. A batch review was performed for lot number gd896837 to identify any issues related to batch manufacturing that could cause the reported problem of ¿inadequate iodine¿. There were no issues, changes to specifications, test methods, process, equipment, or raw material noted in the batch record. The device was manufactured between the dates 4/8/14-4/11/14. One companion minicap sample was returned. The sample was visually inspected with the naked eye. The foil of the minicap pouch was not flawed or damaged that compromises seal or component integrity. The presence of iodine was detected on the returned sample. Functional testing was performed on the sample by pressure testing the pouches and there were no leaks in the minicap pouch. Production records were reviewed and all betadine weight checks were within the acceptable range. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the minicap disconnect cap was drying out and the iodine was clumping in the center of the minicap. This was noticed prior to patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.